Event description:
It was reported that on (B)(6) 2018, during an implant the lead would not deploy or stay. The helix wasn't extending fully and kept falling down. The lead was not used and was replaced. The patient was stable before, during, and after the case.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.